Manufacturer narrative:
(B)(4). The lot was manufactured from november 14, 2013 to november 15, 2013. Evaluation summary: the device was returned with approximately 100 ml of solution in its bladder. Visual inspection of the returned device found no evidence of flow at the distal luer when the luer cap was removed, verifying the reported condition. Further visual inspection identified crystallized drug blocking the fluid path at the distal end of the glass capillary, inside of the flow restrictor housing. The no flow condition was determined to be due to the crystallized drug. The cause of the drug precipitate was unable to be determined; however, allowing the filled device to become too cold and not warming the device back to room temperature is a known cause of the formation of drug precipitate. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse. The reporter stated that after 24 hours, it was noted that the device had not infused any of the solution. The device was filled with 4300mg fluorouracil diluted in 88ml sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.